Event description:
Additional information reported the clinician believes there were no device related issues. The patient had ischemic bowel due to profound hypoxia from pneumonia and pulmonary edema. No additional information was provided.

Manufacturer narrative:
Approximate age of device ~ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported through patient outcome that the patient was expired due ischemic bowel. Per vad coordinator, the patient expired in ICU from complications related to an ischemic bowel. No further details have been provided at this time. The pump was not explanted.